Event description:
One pt with discrepant vancomycin results. Initial result 13.4 ug/ml. Sample repeated the next day resulting at 9.9 ug/ml. Erroneous result was reported. No adverse events reported in association with the incorrect result. The field service rep determined the cause to be a bad reagent pack. A new reagent pack was provided to the customer. Performance tests were performed which were within specifications.